Manufacturer narrative:
The device is currently being evaluated. A follow-up report with the results of the investigation will be submitted upon completion.

Event description:
It was reported that the tip of the driver has broken off.

Manufacturer narrative:
Corrected information: h3. Yes h6. Investigation findings: 3251 investigation conclusions: 4307 visual inspection confirms that the distal hexalobe tip has sheared off from the driver shaft. The root cause is likely due to the device reaching its fatigue limit during the application of final tightening. Review of device history records showed no manufacturing or processing related irregularities. Labeling review: warnings/cautions/precautions: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components.